Event description:
¿Customer states front left caster fell off, customer was using walker, customer fell, but no injury¿.

Manufacturer narrative:
According to the distributor, (B)(4), it appears the bolt that holds the caster in place worked loose eroding the aluminum threads in the walker. This device has not yet been returned to the zhongshan a&e machinery (B)(4); however, the distributor, (B)(4), indicated that the device would be returned to a&e machinery industry (B)(4) soon for eval. A&e machinery industry (B)(4) will file a follow-up report once the device has been returned and evaluated.